Event description:
Information received by medtronic indicated that the customer received a battery-failed alarm and unable to get insulin. Customer has also reported that the battery cap metal piece got detached. The insulin pump was dropped due to which there were cracks on the insulin pump and retainer ring got damaged. The reservoir was unable to lock in place when inserted into the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue the use of the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp. Customer returned device for an alleged possible under delivery, failed battery alert/battery failed alarm, battery cap contact missing/damaged, reservoir unable to lock into place, retainer ring damage and cosmetic damage located at the back found on november 05, 2022. Unable to confirm battery cap contact missing/damaged due to device received without the original battery cap. A test battery cap locks securely into place. Device was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Device was also received with a blank display. Unable to verify possible under delivery and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test and dat due to blank display. Unable to download history files and traces using thus due to blank display. Unable to upload device to carelink due to a blank display. During visual inspection, the cracked case-corner of belt clip rails near the battery compartment shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. The device was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. The battery tube assembly was pushed back into the right position and the device was able to power up, continued on self test, currents testing, carelink upload and download of history files/traces using thus. The device passed the self test, sleep current measurement and active current measurement. The device was monitored and no blank display noted. Successfully downloaded history files and traces using thus. Successfully uploaded device to carelink. In further full review of the device history/traces on the event date of 05-nov-2022, there was no unexpected alarms/suspends and found bolus wizard delivery of daily total of bolus insulin delivered = 5.15 u. November 05, 2022 18:29:46.000 normal bolus delivered normal bolus amount programmed = 5.15 bolus amount delivered = 5.15 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power error 25, failed battery alert/battery failed alarm, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. Blank display was confirmed due to shifted battery tube assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. Unable to confirm battery cap contact missing/damaged due to device received without the original battery cap. Battery cap contact missing/damaged was unknown. Reservoir unable to lock into place and retainer ring damage were not confirmed. Cosmetic damage was confirmed at the back of the device. Unable to verify possible under delivery and perform the required testing due to blank display. Unable to upload device to carelink, download history files and traces using thus due to a blank display. Blank display was confirmed due to shifted battery tube assembly. However, the battery tube assembly was pushed back into the right position and the device was able to power up, continued on self test, currents testing, carelink upload, download of history files/traces using thus and no blank display/failed battery alert/battery failed alarm noted. Customer alleged for possible under delivery was unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a battery-failed alarm and unable to get insulin. Customer has also reported that the battery cap metal piece got detached. The insulin pump was dropped due to which there were cracks on the insulin pump and retainer ring got damaged. The reservoir was unable to lock in place when inserted into the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was successfully performed. The insulin pump was returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.